Event description:
Pt woke up at 8:00 am, feeling "unwell/nauseated" and was "throwing up [with] dry heaving." Her bg was 267 mg/dl and gave a correction bolus (amount not specified). By 10 pm, her bg was in the 400s (mg/dl). At 10:40 pm, pt was "very sick" and driven to the hosp by her mom. Pt "went into dka"; was throwing up in the car and took the pod off. The pod was discarded. Pt's mom stated "the pdm was showing that daughter received insulin." Pt was admitted to the ICU. As of the date of the call since the event, pt had still been in the ICU (2 days). Mom was upset because they "were never told to check bg right after pod change, was told to check bg after 2 hours." The doctor is sending the pt home with syringes.

Manufacturer narrative:
The pod was discarded and therefore unavailable for eval. We are unable to confirm any malfunction that may have caused or contributed to the pt's condition. The omnipod's user guide warns, "...if you experience unexpected elevated blood glucose levels, change your pod." The user guide advises "the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4 to 6 times a day." It instructs that users treat dka as follows: after beginning treatment for high bg, check for ketones. If ketones are present, and are feeling ill then contact an hcp for guidance. If ketones are trace or negative then continue treating for high bg. If ketones are positive, but are not feeling ill then replace the pod using a new vial of insulin. Check bgs again in 2 hours, if they have not decreased then contact an hcp immediately for guidance. The omnipod's user guide warns, "if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death." Product lot qualification records could not be reviewed since no lot number was provided.